Manufacturer narrative:
(B)(4). Concomitant devices - persona posterior stabilized standard femoral component catalog #: 42500606602 lot #: 63819797, persona cemented all-poly patella 32mm catalog #: 42540200032 lot #: 64080710, persona posterior stabilized articular surface right 10mm catalog #: 42522400710 lot #: 63930933. Report source - foreign: australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address medial tibial component migration approximately five (5) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10. Medical records provided confirmed the reported subsidence. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.